Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 where one implant was installed on each side in conjunction with a long spinal fusion construct. The patient later complained or a recurrence of pain symptoms. The surgeon determined lucency around the distal tip of the left side si joint implant and that it may not have been fully fused in bone. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the left side si joint implant using chisels. The explant void was filled with bone graft. The preexisting right side si joint implant was not adjusted or removed. The status of the patient following the revision procedure is not known.